Event description:
Arm fell apart during surgery. Surgery was delayed for approx half an hour for resterilization. Director of operating services was concerned that sterile field may have been broken.